Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding a patient receiving an unknown dose and concentration via an implantable pump for non-malignant pain. The patient reported the drug in their pump was ¿dilaudid and something else,¿ but could not remember. It was reported the patient was sick with the flu and could not go to the clinic for their refill. The patient mentioned their pump was ¿going to die¿ the next day, and their doctor told them to call the manufacturer to ¿get it pushed out¿ so the pump ¿doesn't die.¿ through clarification it was determined the patient was asking patient services to assist the patient in changing the pump settings to extend the length of time the medication in the pump would last. Patient services reviewed the pump settings could not be changed over the phone and redirected the patient to their healthcare provider (hcp). No interventions were reported. It was indicated the issue began on (B)(6) 2018. The situation was being addressed by the hcp. Additional information was received from the consumer on (B)(6) 2018. The patient reported they spoke with the nurse at their hcp¿s office and they were again told to call the manufacturer. Patient services reviewed the previous notes and confirmed that the patient was sick and could not make it to their refill appointment. The patient confirmed that the hcp¿s office wanted to extend the time that their drug would last in their pump. The patient did not understand why the hcp¿s office kept telling her to call the manufacturer since patient services was unable to perform programming. The patient was advised to have their hcp call the manufacturer so patient services could better clarify what they needed. The patient indicated they would have their hcp call patient services. Additional information was received from the hcp on (B)(6) 2018. The hcp explained that all the patient needed was their next refill date. Technical services would have someone reach out to the patient. Technical services had the patient turn on their personal therapy manager (ptm) and the ptm was still reading that it needed new batteries. The patient reported they replaced the batteries that morning. The patient replaced the batteries. The patient was able to sync and ptm displayed the next refill date of (B)(6) 2018. Technical services informed the patient that they would contact the hcp and let know the date on the ptm. The patient was advised to wait for further instruction from their hcp¿s office. Additional information was received from the hcp on (B)(6) 2018. The hcp inquired how to get the alarm date from the patient¿s ptm. The information was reviewed with the hcp. The hcp stated the pump was not ¿dying,¿ as per the patient. The patient would just need a refill and she was not feeling well and could not get to the office. The hcp indicated that the patient may have been ¿taking other mood-altering drugs.¿ technical services called the hcp back and explained that it appeared the next refill date on the ptm had not updated at the patient¿s last refill. The hcp stated the patient was last seen in (B)(6) (2018). Technical services recommended having the patient bring their ptm to their next refill appointment and confirm the date before they leave the office. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp). It was clarified that patient¿s implantable infusion device or therapy did not cause or contribute to the patient having been sick with the flu. The patient¿s scheduled refill date was (B)(6) 2018. It was noted that the refill date had to be rescheduled and they were able to make their refill appointment. The pump was refilled, and it was noted that the refill was ok. The refill date issue on the ptm had been resolved. Factors that may have caused the personal therapy manager (ptm) refill date to not update after the (B)(6) refill was indicated as not being clear as to why this occurred. The serial number of the patient¿s ptm was indicated as having been unknown. Regarding the report of the ptm having needed batteries after the patient replaced them, it was indicated that there was no known factor that may have caused or contributed to this issue. Additional information was received from a healthcare provider (hcp). It was reported the patient's scheduled refill date was (B)(6) 2018 (previously noted as (B)(6) 2018 above). It was reported the patient missed their appointment on this date. The patient was then refilled on (B)(6) 2018, when they had a ride. It was indicated the patient had experienced nausea and slight diarrhea, per the patient, however the hcp stated the patient did not have a fever and the implantable infusion device or therapy did not cause or contribute to the patient's flu symptoms. Regarding the patient's ptm, the patient did not bring the ptm with them to their appointment as asked, per the hcp. Therefore, the hcp was unable to perform any troubleshooting. The ptm serial number was not provided. It was reported the refill date issue had not been resolved on the ptm as the patient did not bring the ptm to the clinic to have the device manually reset. Regarding any factors that may have caused or contributed to the report that the patient needed batteries after replacing them, the hcp stated "patient education."